Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 mixed mitral regurgitation (mr) and rotated heart for a mitraclip procedure. During the procedure, one mitraclip was deployed successfully. Second mitraclip was advanced into left ventricle. Difficulty in steering sleeve was encountered due to rotated heart. The clip was stuck with anterior leaflet. The papillary muscles were ruptured and increase in mr was observed post removal of clip from the leaflet. The mr was increased to grade 4 post procedure. There was no clinically significant delay. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 mixed mitral regurgitation (mr) and rotated heart for a mitraclip procedure. During the procedure, one mitraclip was deployed successfully. Second mitraclip was advanced into left ventricle. Difficulty in steering sleeve was encountered due to rotated heart. The clip was stuck with anterior leaflet. The papillary muscles were ruptured and increase in mr was observed post removal of clip from the leaflet. The mr was increased to grade 4 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported difficult or delayed positioning the device and difficult to remove from the anatomy (clip becoming caught in anatomy) resulting in tissue injury and worsening mitral valve insufficiency / regurgitation (mr) appear to be related to patient conditions (rotated heart). Tissue damage/injury and mr are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.